Manufacturer narrative:
The pod was received with visible corrosion of the pcb assembly, all three batteries, linkage assembly, mechanism rails, and the mechanism spring. All attempts to connect the pod with a master pdm were unsuccessful. Data was unable to be downloaded from the device. Due to the corrosion observed inside the pod, a leak test was conducted. No leaks were observed in the cannula sub-assembly but fluid was observed in the reservoir opposite to the plunger indicating an issue with the o-ring seal. The seal was inspected under magnification and an area of inadequate sealing was observed. Fluid leaking through the inadequate seal and then through the openings in the top of the reservoir would lead to the observed corrosion inside the pod. Fluid leaking out of the intended fluid path is confirmed to have caused improper delivery of insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose (bg) read "high" (>27.8 mmol/l) (>500mg/dl). The pod was worn on the patient's back for between 4 and 24 hours. As treatment, a bolus was administered utilizing an insulin pen and a new pod was applied.